Event description:
Pt s/p CABG. Approx 6 years later, cath w/ culotte 2.5 x 8 taxus stent into left main system with kissing balloon. Post procedure did well, discharged the next day. Returned 4 days later with vt arrest, found stent thrombosis on cath.